Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) recommended a commanded shock test for further lead integrity evaluation to the health care professional (hcp). At this time, the rv lead remains in service. No additional adverse patient effects were reported.